Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 20 mg/ml morphine at 6.488 mg/day via an implantable pump for malignant pain and breast. It was reported that a flipped pump was suspected due to refill difficulties. The pump was "quite superficial" and the hcp could not feel the port with their finger. They also tried to locate the center port with the template and under fluoroscopy without success. It was noted that the last refill was (B)(6) 2016 and the issue occurred sometime between that refill and now. No symptoms were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.